Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead reported that the stitches were infected. In addition, it was also reported that one of the lead was implanted incorrectly. Hence, the patient was scheduled for lead revision. Attempt to obtain additional pertinent information was unsuccessful. The ra lead remains in service. No additional adverse patient effects were reported.